Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device evaluation: as the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. Phone: (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +19.5 diopter) was planned to be explanted in secondary surgical procedure. Additional information was received, and it was learnt that lens was explanted from patient¿s left eye because of patient experiencing decreased visual acuity and myopic surprise. There was no vitrectomy, no sutures and incision enlargement performed. Reportedly lens with model pcb00 smaller diopter of +17.5 was used as replacement for the patient. Patient was doing excellent when discharged. Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/60. Visual acuity post-op (post-replacement): 20/30. No other information provided.